Event description:
It was reported that "the plastic did not unscrew it just broke up" on a clearlink continu-flo solution set. The event occurred in the post anesthesia care unit during recovery after an unspecified surgery for a patient. The stopcock broke when attempting to remove the set after use. The customer stated that the particular set is used only in surgery. No physical irregularities were observed for the set prior to the event. No injury or adverse event is reported. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device is available for evaluation according to the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: during visual inspection it was identified that there was a crack between the stopcock and the luer lock adapter. The cause of the reported condition is unknown. Should additional relevant information become available, a follow-up medwatch will be submitted. (B)(4).